Event description:
This female patient was presented to the interventional lab for repair of a shunt anastomosis located on the venous side (left or right unknown, size of the vessel unknown). There was mile calcification and vessel tortuosity, 90% stenosis. The physician inserted the guidewire (aqua, size unknown / asahi intec) across the target lesion via the sheath introducer (type and size unknown / terumo) into the patient's body. He advanced the balloon catheter, to the target lesion, over the guidewire, through the sheath introducer. He inflated the balloon using and indeflator (brand unknown), but the balloon ruptured at 14 atmospheres in its first inflation. The vessel of the target lesion had a spasm, but the physician was able to withdraw the balloon and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.